Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a transoral clival tumor resection, an imprecision was observed after breaking through the hard pallet of the patient. It was reported that registration appeared accurate. It was noted by a medtronic representative that the surgeon's tracer registration did not travel very far posterior and that the patient's mouth was closed in scans while their mouth was open for the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The archive form the procedure was reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.